Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when right ventricular lead was tested during routine device change out procedure, loss of capture was observed. Lead was capped and replaced on (B)(6) 2019. Patient was stable and was discharged home.